Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during a routine check, an autofill failure occurred on power up on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp. The fse replaced the pneumatic interface module assembly. Upon evaluation of the iabp the fse noticed error code 139 in the iabp's logs and replaced the executive processor board. The fse additionally replaced the scroll compressor as it was very close to test limits, the critical alarm battery was replaced as it was nearing expiration date. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, an autofill failure occurred on power up on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.